Manufacturer narrative:
The failure of the primary speaker was isolated to the replacement of the speaker.

Event description:
On 05/01/08, new info was received from the investigation site indicating that failure of the primary speaker was discovered.